Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited non-sustained oversensing. The patient presented to the emergency room on (B)(6) 2021, after experiencing inappropriate high voltage (hv) therapy. Upon device interrogation, it was observed that the rv lead exhibited oversensing of noise, high capture threshold and lead fracture. Hv therapies were programmed off and patient was transferred to another hospital. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.